Event description:
The patient reported frayed wires on the power supply cable. The cords were replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the merlin logs confirmed that readings were sent successfully in subsequent days after the event of (B)(6) 2023, indicating that the issue was resolved. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported incident could not be determined.